Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation was reproduced and that horizontal stripes were generated on the screen. Based on the results of the investigation, it is likely that the following led to the malfunction: it was confirmed that the customer's allegation was caused by twisting of the cable and the snap fastener. A review of the device history record found no deviations that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): handling and general precautions. Caution. Do not round the camera cable smaller than 20 cm in diameter. There is a possibility of damage. When rolling up the camera cable, be careful not to twist the cable. There is a possibility of damage to the cable. To avoid twists in the cable, the cable should be wound so that the top and bottom loops of the cable overlap each other alternately. Do not apply excessive bending, pulling, twisting, crushing, or other force to the camera cable. Doing so may cause the camera cable to break. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, while using the camera head, an image splashed screen occurred. The issue occurred during an unknown therapeutic procedure and was completed using a similar device with no surgical delay.. There were no reports of patient harm.